Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 10mm flextome¿ cutting balloon¿ was selected for use. During the third inflation at 6 atmospheres for 30 seconds, it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.